Event description:
Once implanted, a slight obstruction was noted. The surgeon decided to rotate the valve, however, it could not be clearly visualized. Therefore, when the rotator was placed on the valve it is believed it may have been positioned incorrectly and when pressure was applied resulted in a leaftlet fracture. The valve was explanted and replaced. The pt expired intraoperatively.